Event description:
It was reported that the procedure was to treat an unknown coronary artery. The patient was admitted with an acute syndrome coronary without st elevations. A non-abbott stent delivery system (sds) was advanced through a previously implanted stent and the stent implant dislodged. The sds and guide wire were removed and another guide wire was advanced to retrieve the dislodged stent implant. A 2.0 x 8 mm rx trek balloon catheter was advanced and it was positioned inside the dislodged stent and partially inflated. The trek, with the dislodged stent, was withdrawn to the radial level, when the stent dislodged from the trek. The trek was removed and the 6f introducer was exchanged for an 8f introducer and a 3.0 x 20 mm trek balloon catheter was advanced to retrieve the stent; however, the trek, with the stent, separated at the radial access. A biopsy clamp was used to retrieve the stent and the distal end of the trek balloon catheter. Another unknown stent was successfully implanted in the target lesion. There was a delay in the procedure; however, it was not a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states that the trek rx and mini trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. A follow up will be submitted with all relevant information.